Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and then the fse had replaced the drive manifold and checked but the problem is as it is. But during the further check it was being that the 5000 hrs pm kit is defective and safety disk is also expired. After that the fse had replaced the 5000 pms kit and safety disk. So, that after the replacement machine is working ok and it is being handed to the customer in working condition. Once we receive new pm kit and safety disc we will replace new material in machine and will remove standby material.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h10. Fse had replaced the customer purchased "kit 5000 hr prevent maint" and "assy, safety disk" and performed all the functional tests successfully without any problem. At last the machine was handed to the customer in working condition.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a